Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 130 mg/dl. Troubleshooting was performed. Customer has been disconnected from the insulin for 3 hours. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer was advised the insulin pump will get wet if they swim with it. Customer stated insulin pump did not display critical error message on the screen. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.